Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached and was returned on part of a snare. The stent was severely damaged across its length with struts distorted, stretched and bunched. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple hypotube kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment inside the patient occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 2.50 x 24 synergy ii drug-eluting stent was advanced to treat lesion but failed to cross. The physician then decided to pre-dilate the lesion again, so the device was attempted to be removed; however, upon pulling the device back, it was noted that the stent came off from the balloon into the left main. The stent was then retrieved using a snare and sheath. The procedure was completed with another of the same device. No patient complications were reported and patient's status was okay.

Manufacturer narrative:
(B)(4). Device is a combination product.   (B)(4).

Event description:
It was reported that stent dislodgment inside the patient occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 2.50 x 24 synergy ii drug-eluting stent was advanced to treat lesion but failed to cross. The physician then decided to pre-dilate the lesion again, so the device was attempted to be removed; however, upon pulling the device back, it was noted that the stent came off from the balloon into the left main. The stent was then retrieved using a snare and sheath. The procedure was completed with another of the same device. No patient complications were reported and patient's status was okay.